Event description:
It was reported that during device evaluation conducted at the manufacturer facility, the painted band around the housing bubbled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.